Event description:
It was reported that the insulin pump excessively alarmed no delivery. It was also reported that the insulin pump alarmed motor error during bolus. No significant events leading to the alarms were observed. It was reported that customer was able to rewind the insulin pump. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.